Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: up1a.231005.007.s918usqs6cyb3, hardware: sm-s918u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were not reported. The patient had been wearing the pod between 24 and 36 hours on the abdomen and noticed that it was leaking. The patient then removed this pod and applied a new pod; however, this did not lower their blood glucose levels so that attended the hospital. Symptoms were not reported. The patient was treated with oxygen, potassium and intravenous insulin. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2026.